Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, recurrence, infection, urinary problems and bowel problems. It was further reported that on (B)(6) 2011, the plaintiff experienced hematuria with a large clot filling the majority of the bladder. The clot was broken up and evacuated. The bladder dome and ureteral orifices were normal. The base of the bladder was bruised and the urethra was inflamed. Multiple small bleeders were cauterized. No further complications were reported at the time of this event. It was additionally reported that the plaintiff died. The cause of death was reported as acute coronary insufficiency and atherosclerotic cardiovascular disease. Related to manufacturer report #2183959-2014-13912. Related to manufacturer report #2183959-2014-13914.